Manufacturer narrative:
The reported guide wire was received with the oad. The guide wire spring tip was noted to be detached and was not received for analysis. Scanning electron microscopy (sem) was performed on the detached spring tip and revealed a torsional fracture. Sem was also performed on the oad tip bushing and found evidence of radiopaque material, which likely originated from the radiopaque spring tip. These findings are consistent with the oad coming into contact with the guide wire spring tip during the procedure, which may have led to the detachment. As the detached spring tip was not returned for analysis, this was unable to be confirmed. The IFU for the reported device states "do not come within 5 mm of the proximal end of the viperwire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip." When the oad was tested, it functioned as intended with no anomalies noted. At the conclusion of the device analysis investigation, the reported event was confirmed. However, the root cause of the reported wire detachment and perforation could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the guide wire became detached and remained in the patient. The target lesion was 80% stenosed and located in the circumflex. The lesion was treated using three passes with the oad on low speed. Following the third pass, the tip of the guide wire was noted to be detached. The wire fragment was unable to be snared and was stented against the artery wall. Following stent placement, a perforation was noted. Balloon angioplasty was performed to resolve the perforation, and the procedure was aborted. The patient was in stable condition following the procedure.